Event description:
During an angiogram, air bubbles were injected into the right coronary artery of the patient. Introduction of these bubbles caused the patient's blood pressure and heart rate to drop less than optimum levels. Atropine was given to increase the heart rate and extra fluids were delivered to increase fluid volume and blood pressure. The patient's vitals returned to normal within a few minutes. The patient was observed for further adverse affects and was discharged overnight to the observation unit. All connections in the contrast delivery trail were inspected for tightness and / or breaks. During the inspection, retrograde pressure was applied to the tubing and a pinhole was detected approximately one inch above the contrast manifold connection.

Manufacturer narrative:
Codan, the manufacturer of the vented administration line, 72" large bore, included in the jackson manifold kit, was made aware and asked to conduct an investigation of the reported complaint and provided corrective and preventive action taken. The administration line was held at the user facility and not available for the manufacturer to inspect as part of the device investigation. The device history record was reviewed and no deficiencies were found which could have caused the event as described. Records from corrective and preventive action meetings and in-house non-conformities were examined, but no related issues were seen. In addition, product complaint files were reviewed for any similar occurrences regarding this line, and no other instances of reported pin-holes in the line were found. The manufacturer of the vented administration line has determined this incident to be an isolated event. Without the incident device for evaluation, a root cause could not be determined.